Event description:
I purchased a kinetic smart watch ((B)(6)) that tests your blood pressure, it gave constantly low blood pressure readings of 122 over 75 in real at doctors office. Readings were 50 points higher as we tested them together. These faulty reading are deadly this product should be taken off market before someone has stroke or dies. (B)(6)